Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013, the patient experienced an elevated blood glucose level of 500 mg/dl. The patient corrected the elevated level via insulin injection and at that time she changed the infusion set on her infusion device. The following morning the patient's blood glucose was again elevated to 500 mg/dl. She went to the hospital and the doctor corrected the elevated level via insulin injection. The patient again changed her infusion set. On (B)(6) 2013, the patient's blood glucose level was 402 mg/dl and she corrected the level via insulin injection. The infusion device and was requested to be returned to evaluate the accuracy of insulin delivery.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.